Manufacturer narrative:
On 21-jun-2023, bwi received additional information regarding the event. The damage did not result in exposed wires, lifted or sharpened rings, alterations to the sheath's surface, or a buckled/wrinkled soft tip. On 22-jun-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jul-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the vizigo sheath was peeled off and difficult to insert. The issue was resolved by replacing the vizigo sheath to another new one. The procedure was completed without any problems. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopy examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A microscopy examination of the tip was performed and no issues were identified, the soft tip was observed without anomalies. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the vizigo sheath was peeled off and difficult to insert. The issue was resolved by replacing the vizigo sheath to another new one. The procedure was completed without any problems. No patient consequences were reported. Broken tip is MDR-reportable.